Event description:
The facility's biomedical engineering dept reported an infusion pump with "no air and no occlusion alarm." The event was reported to have occurred during pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Despite baxter's efforts to obtain additional info from the facility's risk management dept, details were not available regarding pt's demographics, diagnosis and status, medical intervention, medication involved, and set up of the infusion device.